Event description:
During a tubal ligature procedure, a karl storz bipolar instrument was allegedly used. The insulation ring on the distal portion of the shaft came off and locked the jaws in a closed position. A 3rd entry port was made to allow another instrument to go in the tissue and remove the forceps. Procedure was completed with no other problems. Pt doing well.